Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 75 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap appeared normal and customer was unable to complete rewind process. Alarm history showed no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.